Event description:
Treatment of a large unruptured fusiform amorphous aneurysm measuring 11mm x 5mm located in the ophthalmic segment of the right ica (internal carotid artery). Dual anti-platelet therapy was given to the patient (standard dose of aspirin/plavix, 75 mg daily dosage of each). The patient¿s anatomy was normal with very little tortuosity. The patient was a normal responder to aspirin/plavix according to genetic testing that was conducted and the pru (p2y12) level was not obtained. The aneurysm had been followed for several years and it had shown significant changes in the last 6 months / 1 year; therefore, it was determined that it needed to be treated. On (B)(6) 2014, the patient underwent pipeline (5mm x 25mm) embolization treatment without issues. Post procedural angiography showed slow flow into the aneurysm. A 36 hours post procedure, the patient experienced an ipsilateral sah (subarachnoid hemorrhage) that was reported not in or near the location of the implanted pipeline. The relationship to the placement of the pipeline was unknown. On (B)(6) 2014, it was reported the patient had passed away. No further information was available

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. The patient expired but no specified date was given. (B)(4). The actual date of death was requested, should it become available a supplemental reported will be submitted. (B)(4).

Manufacturer narrative:
(B)(4)